Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed the implantable cardioverter defibrillator exhibited intermittent undersensing during a ventricular fibrillation episode. Undersensing did not delay time to therapy. The device was reprogrammed on (B)(6) 2019. No patient symptoms were reported.